Event description:
The complainant reported the patient was on impella cp support and during support, the patient had ventricular fibrillation. Milrinone and norepinephrine were given. Support continued and the procedural outcome was the patient survived surgery.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.